Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose (bg) level was 400 mg/dl with large ketones and the customer's healthcare provider identified the ketone level as dangerous/life threatening. The elevated bg level was addressed with a manual injection. Multiple attempts were made by tandem&#38112;technical support to obtain additional information; however, no additional information was provided.